Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited oversensing of noise. There was no asystole, pacing impedance was 350 ohms. During lead integrity testing with arm movements, the pacing impedance dropped to 200 ohms. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.